Event description:
It was reported that the patient experienced no stimulation sensation and increased baseline pain at the lead/extension area, while the device was turned on. Additional information indicated the patient was attempting to find a physician who took her medical coverage to do a revision. It was noted that the patient had been experiencing a lack of effect for several months at the time information was received. It was believed the patient had fallen and potentially fractured her leads. The patient was being treated with oral medication.

Event description:
Additional information received reported that the patient was still having concerns about the device and/or therapy. The patient could not find anyone to revise the leads.

Event description:
Additional information showed the patient was "passing out and fell on her device" some time in (B)(6) 2011. It was stated the "leads were not attached.' The patient was still looking for a new hcp at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0037447, implanted: (B)(6) 2005. Product type: lead: product ID 377760, lot# j0546517v, implanted: (B)(6) 2005. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).